Manufacturer narrative:
A medivators service technician arrived onsite to inspect the unit and found that the elbow connector between the dosing reservoir and the single-shot generator valve was damaged allowing rapicide opa/28 high-level disinfectant to leak from the unit. Through further inspection, the technician also found that the cpc connector was cracked. The technician replaced the connectors, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that rapicide opa/28 high-level disinfectant was leaking from their dsd edge endoscope reprocessing system onto the floor. No report of injury.